Event description:
As reported by the field, during a mechanical thrombectomy of the middle cerebral artery (m1), an embotrap iii 6.5 mm x 45 mm (et309645, 22l143av) catheter was used alone. An unknown stent was implanted for internal carotid artery to treat dissection. Then, the embotrap iii was inserted to the patient¿s body and deployed from m2, and the thrombus was retrieved. After the thrombus retrieval, the tip of the embotrap iii was caught by the unknown stent, and the tip was detached and remained in the patient¿s body. There was no patient impact by the detached tip as of now. The physician is considering an additional stent placement. The physician thinks the patient impact by this event is not serious (moderate/minor). A continuous flush was done. Other concomitant device was phenom microcatheter. Additional information was received on 02-nov-2023 indicating that there was withdrawing difficulties due to the tip of the embotrap iii was caught by the unknown stent.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot 22l143av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: additional information received on 21-nov-2023 indicated that no additional stent placement has occurred. One pass had occurred when the event occurred. The device was not torqued or rotated during advancement. The user felt ¿a little resistance at the stent when attempting to withdraw the embotrap device¿. The patient¿s outcome was reported as ¿fine¿. Complaint conclusion: as reported by the field, during a mechanical thrombectomy of the middle cerebral artery (m1), an embotrap iii 6.5 mm x 45 mm (et309645, 22l143av) catheter was used alone. An unknown stent was implanted for internal carotid artery to treat dissection. Then, the embotrap iii was inserted to the patient¿s body and deployed from m2, and the thrombus was retrieved. After the thrombus retrieval, the tip of the embotrap iii was caught by the unknown stent, and the tip was detached and remained in the patient¿s body. There was no patient impact by the detached tip as of now. The physician is considering an additional stent placement. The physician thinks the patient impact by this event is no serious (moderate/minor). A continuous flush was done. Other concomitant device was phenom microcatheter. Additional information was received on 02-nov-2023 indicating that there was withdrawing difficulties due to the tip of the embotrap iii was caught by the unknown stent. Additional information received on 21-nov-2023 indicated that no additional stent placement has occurred. One pass had occurred when the event occurred. The device was not torqued or rotated during advancement. The user felt ¿a little resistance at the stent when attempting to withdraw the embotrap device¿. The patient¿s outcome was reported as ¿fine¿. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot 22l143av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Device entanglement with other device (eg stent), separated during use and withdrawal difficulty from vessel are known potential issues associated with the use of the device. The IFU contains instructions and cautions regarding proper use the device. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. However, there are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the event. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.